Manufacturer narrative:
1627487-07262012-002-r; this ipg serial number was included in a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge their ipg as recommended. In turn, the patient lost stimulation over time due to their ipg being inoperable. As a result, the patient may have ipg explanted.